Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was a reflux issue and the footswitch was not recognized. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues associated with the reported event. However, events similar to this were observed (via event log review). The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 8, 2005. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported events. The manufacturer internal reference number is: (B)(4).